Event description:
It was reported that the external pulse generator (epg) stopped working while in use with a patient, however there was no impact to the patient. The caller was advised how to perform functional testing on the epg. The current status of the epg is unknown. No patient complications have been reported as a result of this event.